Event description:
Complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x16 mm taxus liberte drug eluting stent would not deploy and the stent delivery system had a leak proximal to the balloon. The procedure was completed with another taxus liberte. No patient complications were reported. However, the returned product revealed a balloon rupture.

Manufacturer narrative:
Returned device analysis revealed that there was a a longitudinal tear in the balloon material. The tear was located over the proximal markerband and measure approximately 1.2 mm in length. The root cause of this tear is unknown. Micrscopic examination of the stent, balloon material and of the proximal markerband could find no issues that could have contributed to the complaint incident. Generally for such a tear to occur, the balloon must come in contact with a foreign object. The shop floor paperwork was reviewed, and no anomalies were noted from this review that could correlate to the difficulties that was experienced by the physician during the use of this product.